Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned in segments and analyzed. It was noted that the distal conductor was fractured. (B)(4).

Event description:
It was reported that the patient experienced several inappropriate shocks and the right ventricular (rv) lead impedance was high and noise was noted on the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.